Manufacturer narrative:
One bivona® customized tts¿ hyperflex¿ tracheostomy tube was returned for investigation. During functional testing, the device was submerged in water and the cuff was inflated with 5cc of air. A leak was found in the pilot balloon. The device pilot balloon was then inspected under magnification and three cuts were observed. The observed cuts were found to be consistent with the teeth marks; however, investigation could not determine a definitive root cause.

Event description:
It was reported that after the first day of placement of the bivona® customized 4.5mm tts¿ flextend¿ tracheostomy tube, the nurse observed a leak in the device cuff and the cuff would not remain inflated. According to the report, it was observed that water was leaking from the cuff. After the leak was noted, the device was replaced and the event was resolved. The reported issue occurred during the initial use of the device and the device cuff was filled with sterile water. It was reported that no patient injury occurred and that no medical treatment was provided due to the reported event.